Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The patient cart back plane (pbp) was return for failure analysis and the reported failure was replicated. Fluid contamination was all over on pbp.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that patient cart back plane (pbp) was physical damaged due to normal saline (ns) spills into the system and cart cage fan was also having issue. Fse replaced with new parts, tested and verified the system was working fine and ready for use. Image review: review of provided image in consistent with reported issue of pbp board damage due to normal saline spillage into psc.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported that the patient side cart (psc) had off status, and the blue fiber port led status was blinking red and blue. The customer tried hard power cycling the system. The tse suggested a hard power cycle. The psc power button status was blinking blue in the standalone mode. The customer verified the blue fiber cables and wall sockets. The tse informed the customer that the psc had an internal fault and the system was down. The tse found errors 5 and 90 reported in the previous power cycle logs. The procedure was converted to open surgery.